Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were supposed to have their spinal cord stimulator removed the 24th as it never worked for them and made them sick as the stimulator shocked them and it was painful. Patient stated their manufacturer representative (rep) gave them advice that they must leave the neurostimulator implanted for at least a year before the device could be removed, but patient stated they turned out to not be true. Patient stated they told medtronic what the rep did, and the patient called rep with surgeon, and rep relayed information that any surgeon can perform the removal surgery as all they need to do is remove implanted battery and cut the wire to the leads. Patient stated they were planned to have that surgery the 24th with a general surgeon, but then they were told a rep must be at the appointment as they need to bring a box of tools to unhook the device. Patient stated the surgeon called their rep again and the rep tried to 'blame it' on the patient. Patient stated they got physician listings from medtronic, and no surgeon will touch the implant they did not surgically place. Rep told patient they do not need to call them anymore as they have no involvement. Patient stated they were forced to change their insurance as they need to now go back to their original pain management doctor for removal. Agent documented information given on call. Patient stated they still need a rep to come to removal appointment. Agent reviewed role of rep and provided nas phone number. Agent continued to redirect patient back to healthcare provider and documented all comments made on call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are having the implant explanted because it did not work for them and it was causing a zapping sensation. Patient mentioned that they had a representative in the past and they were going to have the explant done by a different doctor a couple months ago but it turned out that they could not do it because they did not have the tools to take it out. Patient stated they had to go back to the regular pain management surgeon who put it in when the facility they uses started taking their insurance again. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was recieved from the patient. Pt confirmed the device will be explanted on (B)(6) 2026. Pt do not know the cause of shocking. Pt states issue will be resolved once implant is removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated their implant never did work right, and they have had it off for the past few months because all it does is shock them, and it is very painful and hurts so bad. Patient stated they informed a manufacturer representative (rep) a couple months back that they were going to have the device removed and were told that the rep did not have to be present nor did the patient have to notify the manufacturer. Patient stated they were at the surgery center getting ready to head into the or today and both the anesthesiologist and hcp called the rep, as they stated the rep needed to be there with a set of tools to remove the whole device. Patient stated rep said to just cut the leads. Patient is now scheduled for an appointment on the 29th at 1:15pm with their hcp to discuss removal and patient is requesting another rep be at that appointment. Agent provided nas and redirected patient to hcp to coordinate. Agent s ent email to field at the request of the patient. 2025-oct-27: additional information was received from the manufacturer representative (rep). The patient (pt) was last seen at her pain mgt office in (B)(6) 2025, when she said that the vanta scs did not work and she didn't want it anymore. The rep had to charge the programmer and controller for her as well as reprogrammed the scs. She felt tingling in the areas of pain but she wanted it turned off before she left the office. A few months later, the pt called and said that she was having the scs explanted due to a plastic surgery procedure and it cosmetically would not look good. The rep asked if it was a full explant and she says that it did not help her so it was a full explant, leads and stimulator. The rep discussed that future MRI's may be compromised if noted that there are abandoned leads. The pt called in september and said that she was scheduled for scs explant on (B)(6). Again, she confirmed that it was a full explant therefore I mentioned that the hcp normally doesn't request a rep. But she was advised to give the hcp the rep's number to discuss. On (B)(6), the anesthesiologist called while at pt bedside to discuss the explant. He said that the case was explant of ipg only and the dr would need a screwdriver therefore I said that it was noted as a full explant and if pt is having leads explanted, then if needed, the leads can be cut for removal. But the hcp says that it was only scheduled for ipg removal with a general surgeon. Since we did not know of the new surgery date, there was not a rep in the area. The closest rep was approximately 2 hours away, and the anesthesiologist said that they couldn't wait for a rep.

Event description:
Patient (pt) called back and repeated previously documented event. Pt stated they were trying to find a surgeon who could take the implant out as the implant doesn't work and it shocks them and they were in severe pain. Pt mentioned that their rep didn't give them any information last year and just told them that it's safe to have the device off. Pt stated that they lost 17 lbs and they were forced the turn the device on, on their own, and they tried to 'low temperature degree' but still didn't work and it is still shocking and hurting them. Pt said they were already getting sick and need to get the implant out, but nobody was taking their insurance. Pt stated that their pain management doctor no longer carries the facility that the doctor uses for surgery, so pt was looking for another pain management surgeon who could take the implant out and would cover their insurance. Agent sent physician listings to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.